Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19. Customer's blood glucose level was 387 mg/dl. Reportedly, the customer cleared the cartridge alarm 19 approximately 2 hours after the alarm was declared.

Event description:
It was reported that the customer received a cartridge alarm 19. Customer's blood glucose level was 387 mg/dl. Reportedly, the customer cleared the cartridge alarm 19 approximately 2 hours after the alarm was declared. The customer resolved the reported issue by changing the cartridge.